Event description:
It was reported that during surgery the dermatome skipped along the thigh and did not take an adequate graft. A new zimmer dermatome was brought to the room and that one had a hole in the wrapper. A third handpiece was brought to the room and was used on the patient with the same setting to complete the surgery. Event occurred during surgery. The patient now has a 3rd donor site that would not have been necessary if the first handpiece had worked. Additionally, the malfunction and the sterility issues added an extra hour of anesthesia and or time to this patient. Due diligence is in progress, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Related reports: 0001526350-2023-00773. H3 other text : device not yet returned.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and the calibration was not in at all readings. The motor, motor sleeve and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. An additional report for this event is being filed under the following medwatch 0001526350-2023-00773-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.